Event description:
It was reported interrogation revealed noise on the ventricular channel. Hv therapy was programmed off. The patient had complaints of occasional flutter feeling on his chest and episode of pre-syncope. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.